Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported unresponsive touchscreen display on the vela ventilator. The customer reported this occurred during a pre use check so there is no patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the vela ventilator front panel assembly and installed it in a known good vela ventilator unit. Upon visual inspection, fluid ingress was visible on the panel screen. The unit was powered on in service mode and the touch screen was unresponsive, duplicating the reported issue. This issue will be internally investigated.